Manufacturer narrative:
Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon had difficulty loading the li61aor lens into the ez-28 delivery system. The iol was inserted into the patient's eye with difficulty. The surgeon did not like the look of the lens. The lens was then removed with the use of forceps and replaced with a back up iol successfully. The incision was not enlarged to remove the iol, however one suture was used to close the incision. No patient injury was reported. The patient was reported as doing very well. Please reference MDR# 1119279-2011-00213 for the intraocular ens.